Event description:
It was reported that approximately 58 months post-implant of a bifurcated device and two infrarenal aortic extensions, a computed tomography scan revealed a proximal type I endoleak. The physician elected to explant the devices. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.